Event description:
It was reported that the patient developed (B)(6) bacteremia after the device was implanted. In addition it was reported the patient had erosion of the device pocket. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.